Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery defective) was confirmed. Upon investigation the battery was unable to recharge or power up a test monitor. The cause for the failure was isolated to a blown battery fuse. The root cause for the blown fuse could not be positively identified. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery defective) was confirmed. As received, the battery would not charge or power on a monitor. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation capacitor c9 on the monitor c/a board was shorted and the pad under the capacitor was lifted. The root cause for the shorted capacitor and lifted pad could not be positively identified. No adverse event resulted from the defective battery packs and monitor. The patient received replacement battery packs and a monitor. Device manufacture date: (B)(4).

Event description:
A (B)(6) distributor contacted zoll customer support to report that a male patient's battery packs weren't working and the patient's monitor would not power up. The patient was issued replacement battery packs and a replacement monitor.